Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer had blood glucose as high as 52 and 58 mg/dl. Customer also stated that the sensor had some issue. The customer did not provide the symptoms regarding low blood glucose. The device will not be returned for analysis.